Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed on how to press the button properly, but as the issue persisted, a replacement pump was arranged by technical support. The customer did not express interest in an out-of-warranty loaner pump and planned to use a pump via a mobile app or mdi as a backup therapy if necessary.